Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell off the brush in my mouth [device breakage]. No adverse event [no adverse event]. Case description: salesforce case number (B)(6). A female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown fell off the brush. No symptoms developed.

Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned 2 toothbrush heads used with the suspect product. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head fell off the brush in my mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown fell off the brush. No symptoms developed. (B)(6) 2015 the suspect product in this case was used with an oral-b toothbrush head that was confirmed to be counterfeit.